Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced a whole drawer failure. The user was unable to recover the failed drawers. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation performance analysis report (mpar) report indicated drawer 2.1 had failures. A field service engineer reseated the connection between the row board cable and the drawer controller printed circuit board (pcb) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.